Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about a month ago the caller noticed that the amplitude would go all the way down to 0.1 ma when the communicator was removed from the ins. The caller alleged that the amplitudedropped from 4.3 ma to 0.1 ma each time they removed the communicator from the ins. At the time of the call, the amplitude was set to 0.1 ma on program 1. The caller increased the amplitude to 4.6 ma. When the caller removed the communicator from the ins, the amplitude remained at 4.6 ma. Agent had the caller power off the communicator and close out of the my therapy app, then had them power the communicator back on and open the my therapy app. The caller confirmed the amplitude was still at 4.6 ma once they connected to the ins. At this point the caller mentioned a historical event and said the reason they had increased the amplitude from 4.3 ma to 4.6 ma was because the patient ha d not been responding to the therapy and had been continually urinating a little bit at a time. The caller also mentioned that the patient was not feeling any stimulation. The caller said the patient did not have a managing hcp because their former hcp closed their practice. Agent emailed physician listings. Agent reviewed that the patient could consider trying a different program. The caller changed to program 2 and set the amplitude to 2.3 ma, confirming the patient felt comfortable stimulation in the bicycle seat area. The patient will maintain therapy settings and continue to monitor symptoms.